Event description:
Procedure type: open low anterior resection with colonic j pouch to low rectal anastomosis. According to the reporter: the stapler did not achieve a complete stapling during anastomosis even though two intact donuts were obtained. Leak was found when visually inspected posterior wall of anastomosis. Another device of the same kind was used after re-preparation of proximal colon and rectum. No patient injury was reported. The patient is in well current condition.